Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a right coronary artery. As the guide wire was being advanced to the lesion there was an intravascular ultrasound (ivus) catheter already in the artery, and the guide wire wrapped around the catheter causing the polymer coating to tear and the tip to separate. All separated pieces were removed with the ivus catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.